Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a 03-year-old (at the time of initial report) male patient of an unknown origin. Medical history included chest asthma. Concomitant medications included insulin glargine for the treatment of diabetes and montelukast sodium and rosuvastatin calcium both for an unknown indication. The patient received insulin lispro (rdna origin) injections (humalog 100units/ml) via a reusable pen (humapen luxura half dose (hd) and humapen ergo ii, tone blue), as per meal on sliding scale, subcutaneously, for the treatment of diabetes, beginning on an unknown date in 2017. On an unknown date, while on insulin therapy he suffered from injection site reaction with localized swelling in form of lump in his arm every time after administered his dose. On an unknown date in 2018, he experienced hyperglycemia which led to coma (first episode) due to which he was hospitalized an intensive care units (ICU) for three days (date not specified, pc number: (B)(4), lot number: unknown). He was discharged on an unknown date. On an unknown date in 2021, he had an issue with device, device not working correctly, while administered his dose, device was releasing an inaccurate dose and device released drops of insulin after leaving the device for a while (pc number: (B)(4), lot number: 2107d10). On an unknown date in (B)(6) 2024, he stopped insulin lispro medication and shifted to another medication (unspecified) due to an unavailability of insulin lispro cartridge. On an unknown date in (B)(6) 2024, he restarted the insulin lispro medication and he suffered from hypercholesteremia. On (B)(6) 2024, he experienced hyperglycemia with blood glucose level reached over 600 mg/dl (reference range were not provided) which led to coma (second episode) due to which he hospitalized an intensive care units (ICU) for three days (date not specified). On (B)(6) 2024, he was discharged from the hospital. Information regarding further hospitalization details and corrective treatments were not provided. Outcome of the events hyperglycemia and coma (first episode) was recovered, outcome of the events hyperglycemia and coma (second episode) was recovering, outcome of the event incorrect dose administered was unknown and outcome of the remaining events were not recovered. Status of insulin lispro therapy was ongoing. The operator of the humapen luxura hd and humapen ergo ii, tone blue was an unknown and his/her training status was unknown. The humapen luxura hd and humapen ergo ii, tone blue model duration of use was not reported and suspect humapen luxura hd duration of use was approximately three years and humapen ergo ii, tone blue duration of use was approximately three years. The status of suspect humapen luxura hd was discontinued on an unknown date in 2021 and return was not expected and status of suspect humapen ergo ii, tone blue was ongoing and available for evaluation and their return was expected. The initial reporting consumer considered the events of hyperglycemia and coma (first and second episode) related with insulin lispro therapy and did not relate with suspect humapen luxura hd and humapen ergo ii, tone blue, reporting consumer did not relate the event of injection site reaction with insulin lispro therapy and did not relate with suspect humapen luxura hd and humapen ergo ii, tone blue, reporting consumer did not know if the event of hypercholesteremia relate with insulin lispro therapy and did not relate with suspect humapen luxura hd and humapen ergo ii, tone blue and reporting consumer did not provide relatedness assessment between the remaining event with insulin lispro therapy and with suspect humapen luxura hd and humapen ergo ii, tone blue. Edit 17dec2024: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed. This report is associated with 1819470-2024-00076 since there is more than 1 device implicated.